Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm reading was 150 mg/dl when the pediatric patient went to bed. He woke up, was very thirsty and requested water to drink. The cgm value was 150 mg/dl and the bg finger stick was 500 mg/dl. After the patient's parent administered insulin the blood glucose values decreased over the next several hours and the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.